Event description:
A customer in the united states reported an rt12 rotor breakage in a statspin ssmp centrifuge during centrifugation. The customer indicated that the shield was in use and all pieces were contained. No personnel were injured and no pt samples were lost.

Manufacturer narrative:
The customer discarded the rotor and has a new rotor currently in use, which has resolved the issue. No further investigation may be carried out. (B)(4).